Event description:
An angio-seal was successfully deployed in the right common femoral artery following a procedure. It was reported that the arteriogram confirmed the puncture site was suitable for the use of an angio-seal. The patient was discharged the same day. The patient returned to the hospital the next morning with a cool right leg with diminished pulses. It was reported that there was a partial vessel occlusion at the access site and surgery was performed. The surgeon performed a cutdown to the right femoral artery, inserted a fogarty catheter and removed thrombus. There was no need for a balloon or stent. It was reported that the surgeon visualized the suture and collagen secured on the outside of the artery. The surgeon reported there was calcium and soft plaque present in the common femoral artery. Surgical intervention revealed an injury to the posterior wall of the artery, consistent with a puncture that occurred when the physician accessed the vessel during the initial procedure. The patient was discharged two days later and was listed as in stable condition.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.